Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
The physician reported that they were referring a patient for surgery for prophylactic replacement. Additionally, the physician is concerned that patient was implanted with a m106 battery that was affected by the laser routing process and believes that the battery is depleting too quickly. The device history record of the generator was reviewed, and it was confirmed that the device was manufactured with the laser routing process that left certain devices susceptible to premature battery depletion. No other relevant information has been received to date.

Event description:
An implant form was received confirming that the generator was explanted and replaced due to prophylactic. Per hospital protocol, the explanted generator will not be returned for analysis. Generator data was received, and it was confirmed that the battery voltage depleted more quickly than expected as compared to the charge consumed measurements. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths.